Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject forza f5 device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi set a test bur in the handpiece, connected the handpiece to the motor, and tried to rotate the motor. However, the handpiece was locked and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the balls and retainer in the bearing on the rear side of the cartridge were missing. The gears and the bearing were broken. The inside of the head cap, gears, and cartridge were discolored and soiled. The cartridge was abraded. B) nakanishi took photographs of all the disassembled parts and kept them in investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the temperature increase from the event, but based on the findings in the visual inspection, as well as many years of experience, nakanishi identified that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing, which was caused by ingress of foreign materials into the bearing. B) a lack of maintenance caused the accumulation of debris on the inside parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
According to the distributor, the dentist refused to provide the patient's weight, ethnicity, and race.

Event description:
On march 26, 2021, nakanishi received an email from a distributor (B)(4) about an nsk handpiece overheating. Details are as follows. The event occurred on (B)(6) 2021. The dentist was performing a crown preparation using a forza f5 handpiece (serial no. (B)(4)). During the procedure, the handpiece overheated and burned the patient's lower right lip and the inside of his cheek. Topical [benzocaine] was applied and triple antibiotic ointment and 800mg ibuprofen were recommended. The dentist does not think there will be scarring.